Manufacturer narrative:
Supplemental report

Event description:
The international customer reported the ventilator was being tested after previous service when the unit alarmed due to a 35volt supply failure. A 35volt supply failure may result in a shutdown of the device during use in normal ventilation operation. Upon loss of power, a power fail alarm will activate and alternative ventilation should be provided. The manufacturers service technician replaced the power management pcb board to address the reported problem. Final testing was performed to operating specifications.

Event description:
Factory analysis of the returned power management pcb board revealed failed transistor and resistor components that resulted in the reported problem.